Event description:
Pt was sitting on seat cane when the seat "gave out" underneath him. He hit knee on seawall and landed on back. He experienced soreness and swelling in knee. Inspection of the unit shows that the seat mounting bracket broke.